Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events. Fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted this product (bone void filler). When removing the bone plate and bone screws (metal removal surgery) about two years after the hto, the surgeon found plate breakage. The surgeon reviewed a series of MRI images of the patient taken during the follow-up period to know when the plate breakage occurred. The surgeon found a lateral hinge fracture and plate breakage in the MRI images taken about five months after the hto, although no abnormalities were identified in the MRI images taken during the first three months or so after the hto. Despite occurrence of the lateral hinge fracture and plate breakage, osteotomized tibia achieved bone union without any trouble. After the metal removal surgery, the patient has developed no significant adverse events.